Event description:
The report stated that prior to placing the needle electrode into the patient, the temp was displayed properly. However, once inserted, the impedance reading became hhh and "over 1000 ohm" was displayed. Other patient return electrode pads were used but the problem continued. The procedure was completed by peit (percutaneous ethanol injection treatment). There was no bleeding and the patient was reported as ok.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.